Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user experienced a network outage last month, which prevented manual placement of the device into critical override mode at the pyxis station due to lack of internet connectivity. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no data to confirm the critical override issue during network outage. A technical support specialist (tss) confirmed that server-side logs were no longer available due to the 31-day retention limit, preventing further investigation of the event. It was explained that when the network is down, server communication is delayed and only local device actions are possible. As the issue could not be replicated and no additional data was available, tss closed the case with the recommendation to contact support if the issue reoccurs. The system functioned as intended after the technical support specialist investigated the issue.